Event description:
Healthcare professional reported right side ¿deformity¿ with ¿capsular contracture,¿ baker grade I. ¿mastopexy revision,¿ ¿excision of the unacceptable scars in the peri areolar region,¿ ¿capsuloplasty¿ was performed. Healthcare professional additionally reported "rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.